Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product/provided pictures identified the stem is fractured. Damage is seen near the fracture. The plasma spray is smeared/damaged. An unknown ulnar is still assembled to the humeral with bearings, axle pin, and humeral screws. Sem analysis of the returned product identified the following: the fracture surface appears quite complex with significant post-fracture damage/smearing. Sem imaging found ductile dimples as well as possible fatigue striations. Fracture surface artifacts suggest a possible fatigue fracture coupled with torsional overload. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: france. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported there was a revision for removal of a total elbow prosthesis due to an unknown product defect. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that the patient had an initial right elbow arthroplasty approximately 4 years ago. Subsequently, the patient had a revision about a year ago due to rupture of humeral stem found on x-rays taken approximately 8 months prior. The prosthesis was replaced, and allograft was used in the reconstruction. No further details or outcomes have been provided.

Manufacturer narrative:
(B)(4). D6a - 2019. D10 - medical product: catalog #: 00840019501, bearing-a-sz5/6, lot # 64076417. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.